Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that a supply bag had become disconnected. A loose connection is a known cause of the reported alarm. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during peritoneal dialysis therapy. This event occurred during dwell three of four. The patient was connected at the time of the alarm. During troubleshooting, it was determined that one of the bags became disconnected. The technical service representative explained the alarm, assisted in ending therapy, and advised the patient to finish therapy with manual bags. There was no patient injury or medical intervention associated with this event. No additional information is available.